Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not available for analysis.

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the circumflex artery (cx). The reference vessel diameter was 2.7mm and lesion length was 25mm. Pre-procedure stenosis was 100% and post-procedure was 0% stenosis. A 2.75x28mm liberte stent was implanted. No attempt made for direct stenting. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 2 days later without angina complaints or silent ischemia. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.